Event description:
During some intracranial studies using two c64 channel amps (128 channels) they experience disk buffering. This four hour exam had 8 instances of recording pausings. It happened during a seizure the eeg did not get recorded due to buffering.

Manufacturer narrative:
Natus complaint ref. Sr # 1-707600667. Investigation results & findings: product examination and functional testing. Software not available for return to be evaluated. CAPA trending review: there are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Complaint trending review: per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Risk management file review: per (B)(4), line 12.8 identifies the hazard "lack of indication of seizure due to incorrect setting of detection parameters, or insufficient data collected prior to seizure event" which matches this failure mode. Severity - 0 and this is deemed an unacceptable risk. DHR review: no serial number was provided by the account since the time of call in of the incident therefore it was not possible to perform a DHR review at this time. Service record review: service repair investigations will be conducted during the repair process and trend data will be reviewed per (B)(4). This issue will be continued to be monitored.

Manufacturer narrative:
Patient information: no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not yet provided relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable serial #: this section is not applicable as the medical device does not have a serial number. If implanted date (mm/dd/yyyy). This section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy). This section is not applicable as the medical device is not implantable. Reprocessor name and address. This section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number. This section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
During some intracranial studies using two c64 channel amps (128 channels) they experience disk buffering. This four hour exam had 8 instances of recording pausings. It happened during a seizure the eeg did not get recorded due to buffering.